Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and not much information was provided in the clinical description. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella device for mechanical circulatory support. While on support, the patient experienced oozing around the drain and was taken to the operating room to achieve hemostasis. Support continued following the intervention for access site complication.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.